Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4). This report will be reported under MFR: 0002648920-2023-00170.

Event description:
No further information at the time of this report.

Event description:
It was reported initial left total hip arthroplasty that was subsequently revised approximately 2.5 years later due to pain, noise, instability, osteolysis, and loosening. During the revision while placing the cage noted a screw broke, was unable to retrieve broken part, and remained implanted. Another screw was utilized without complications.

Manufacturer narrative:
(B)(4). D10: cat# 650-1057, lot# 2958832, cer bioloxd option hd 36mm. Cat# 650-1065, lot# 2959085, cer option type 1 tpr sleve -3. Cat# 010000856, lot# 6443904, g7 neutral e1 liner 36mm d. Cat# 010000662, lot# 6549335, g7 pps ltd acet shell 50d. Cat# 00-6624-065-25, lot# 64732037, bone screw self-tapping 25 mm length 6.5 mm dia. Cat# 00-6624-065-30, lot# 64088045, bone scr 6.5x30 self-tap. Cat# 00-6624-065-30, lot# 64834709, bone scr 6.5x30 self-tap. Cat# 00-6624-065-40, lot# 65479684, bone screw self-tapping 40 mm length 6.5 mm dia. Cat# 00-6624-065-20, lot# 64202817, bone screw self-tapping 20 mm length 6.5 mm dia. Cat# 00-6624-065-20, lot# 64202817, bone screw self-tapping 20 mm length 6.5 mm dia. Cat# 00-6624-065-25, lot# 63436750, bone screw self-tapping 25 mm length 6.5 mm dia. Cat# 00-6624-065-25, lot# 64834697, bone screw self-tapping 25 mm length 6.5 mm dia. It was reported that 1 of the 9 screws fractured during the revision surgery. It is unknown at this time which screw fractured. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.